Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n258679010, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that there was some type of problem with the catheter. Cause and severity of the issue was unknown at this time. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A catheter revision was scheduled on (B)(6) 2018. The event date was unknown. The issue was not resolved at the time of the report and patient status was unknown. Additional information was received from hcp via representative. It was reported that the patient had catheter revised on (B)(6) 2018. There was a small tear near the pump connector. An 8596sc was used and the catheter flowed well after all components were connected. The patient first began to notice that her pump pocket was filling with fluid about a month ago. A dye study prior to the revision surgery revealed that dye was pooling in the pump pocket. The patient was fine at the time of the report. No further complication was reported.